Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, high impedance was observed through the pulse generator. No patient symptoms were reported. A revision was performed and lead values were normal. The device was explanted and replaced.